Manufacturer narrative:
The reported device, intended for use in treatment, was returned to the designated complaint unit for independent evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection of the returned device did not identify any issues. Functional evaluation revealed that the left button failed to function. The complaint has been confirmed and the root cause has been associated with a mechanical component failure. Factors, unrelated to the manufacturing and design of the device that could have contributed to the reported event include a failed button switch. A review of the device history records showed there were no indications to suggest that the lot did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during set up of the procedure, the left button of the camera head was not taking a picture. The procedure was completed with a s+n back up device. No delay and no patient injury or other complications were reported.